Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 9 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's' investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 that pump off and low flow alarms occurred. The patient had been lying in bed, and stated that the pump stoppage had occurred for several minutes. Log file analysis confirmed the pump stoppage events. It was reported that the patient had hematuria earlier in the day, and that the lactate dehydrogenase was 328 u/l with and inr of 2.8. It was also reported that thrombus was not suspected, as the patient's inr is normally therapeutic. The patient was asymptomatic. A log file was provided to the technical services representative for review which confirmed pump stoppage. Two ungrounded patient cables were ordered and shipped overnight for the patient¿s use. X-rays were also provided and reviewed and a suspect area on the external driveline was identified. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed; however, additional alarms occurred post-replacement. The patient is not a candidate for a pump exchange and will remain on an ungrounded power module patient cable.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted system controller log file. The log file contained multiple low speed and pump stoppage events, which occurred while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appeared consistent with a potential driveline issue. Approximately 20 inches of the external portion/distal end of the driveline that was removed was returned for evaluation. Upon visual inspection, a tear in the silicone jacket was observed approximately 9.5 inches from metal connector, and the underlying shield showed breakdown. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found a small breach in the brown wire insulation. The driveline was suspended in a saline bath for high potential (hipot) testing and no additional areas of compromised wire insulation were identified. If the brown wire conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed the low speed and pump stoppage events captured on the submitted log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. Following the driveline replacement, it was reported that additional low speed and pump stoppage events occurred on (B)(6) 2017 in association with patient movement. At the time, the clinicians reported that the patient was not a candidate for a pump exchange. Ungrounded patient cables were provided to the patient for use while on power module support. The patient remained ongoing on pump support with no further related issues until (B)(6) 2017 when it was reported that the patient expired (reference medwatch MFR # 2916596-2017-00726 for the patient outcome). The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.